Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no predilatation. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the patient was hospitalization and was treated with percutaneous coronary intervention (additional therapy/ non surgical treatment). It was reported that the xience v stent was direct stented (implanted with no pre-dilatation). It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effects as the patient effects were reported approximately 1 year post procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via trial that on (B)(6) 2010, approximately 21 months post direct stenting of a xience v stent in the proximal left anterior descending (plad) artery, the patient reported chest pain. On (B)(6) 2010, percutaneous coronary intervention was performed. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged. On (B)(6) 2010, the patient experienced chest pain. Angiography was performed showing patent stents. There was no additional information provided.